Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for an ablation procedure one farawave catheter was selected for being used, the catheter was broken and the guidewire could not be introduced. No patient complications occurred. The device is not expected to return for laboratory analysis since it was retained by customer. It was further reported that the catheter was fractured 5cm after the flower, the device was replaced and the procedure was completed with another farawave nav 31mm.